Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that coating issue was encountered. The target lesion was located in the moderately tortuous and moderately calcified descending aorta. A 035/260 (bx/5) amplatz super stiff guidewire was used. However, post procedure, it was noticed that the coating on the hand base part of the device was peeled off. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection was performed. The returned guidewire had the distal tip bent/kinked. The surface of the device was carefully inspected and the proximal end of the guidewire was found peeled and kinked. The overall length and outer diameter of the distal, proximal, and mid sections were within specification.

Event description:
It was reported that coating issue was encountered. The target lesion was located in the moderately tortuous and moderately calcified descending aorta. A 035/260 (bx/5) amplatz super stiff guidewire was used. However, post procedure, it was noticed that the coating on the hand base part of the device was peeled off. There were no patient complications reported.